Event description:
It was reported that a patient presented to clinic with their atrial lead not pacing, sensing, or capturing appropriately. Patient experienced a difference with their device but could not further specify symptoms. The atrial lead was capped and replaced in a procedure on (B)(6) 2021. Patient was stable post procedure.